Event description:
Post-op a lap adjustable band procedure, the port could not be accessed. The port was removed and replaced without complication. The patient is currently okay.

Manufacturer narrative:
Information anticipated, but unavailable at this time.